Event description:
While opening and preparing a 10ml syringe with luer lock tip, the clinician noted moisture inside the syringe on top of the syringe plunge tip. Examination of additional syringes from the same lot number noted moisture inside of the syringe on the plunger tip face. Rn noted no compromise to the syringe packaging. Syringes removed from service and sent to biomedical for analysis and reporting. Manufacturer response for 10ml syringe luer lock tip, luer-lok tip (per site reporter). Manufacturer and distributer notified and hospital awaiting follow up.